Manufacturer narrative:
Customer noted that replacement charger solved the issue.

Event description:
It was reported to philips that the device's power module is "hot". The device was not in use on a patient.